Manufacturer narrative:
(B)(6) 2018 - the consumer accepted a replacement of the product and will not return the product for investigation. Therefore, an investigation will not occur.

Event description:
(B)(6) 2018 - the consumer claims that the product is in pieces. The consumer accepted a refund.